Event description:
It was reported the device was dropped and has extensive physical damage. The case halves and display are broken. The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case and lower case were broken. It was also noted that the side bail covers, ring cover, and battery drawer were broken, the heart block and lead flex cover were contaminated, the case screws were missing and the liquid crystal display (lcd) was out of specification.